Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed that adhesive of the object lens at the distal end of the subject device was peeled off due to deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found adhesive of the object lens at the distal end of the subject device was peeled off. The subject device had been returned to sorc for repair of the leakage from the universal cord. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed that adhesive of the object lens at the distal end of the subject device was peeled off due to deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found adhesive of the object lens at the distal end of the subject device was peeled off. The subject device had been returned to sorc for repair of the leakage from the universal cord. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion]. Since the subject device was not sent to the manufacturing site, the reported phenomenon could not be duplicated, and the root cause of the reported phenomenon could not be clearly identified. [Consideration]. The possible cause of the reported phenomenon was presumed to be physical stress due to dropping or bumping, or deterioration by the chemical stress such as during the reprocessing. If additional information becomes available, this report will be supplemented.